Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had unspecified malfunction. No patient injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4; d9; g3; g6; h2; h6 investigation findings, investigation conclusions, type of investigation, component codes; h11. Corrected fields:e1 event site address, event site telephone, h6 medical device ¿ problem code a getinge field service engineer (fse) inspected the device and carried out the troubleshooting of the device. The fse replaced the defective executive processor board (d670-00-0770) to resolve the issue. The fse updated the software and also changed the cable tie (d125-01-0001) electrical safety checklist carried out, test passed. Functional test carried out and tested ok. Device is approved for use. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 28 aug 2025. The failure analysis and testing dept. Received part number 0670-00-0770 rev. I with a reported unit failure of the device not working and making beeping noises. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. The unit fails to boot up in any mode and alarms immediately. Possible root cause is due to the coiled cord fsca done to the unit. This revision is obsolete and cannot be tested by the supplier. Retaining the part in the failure analysis and testing department per procedure number (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device - problem code).

Event description:
N/a

Event description:
It was reported that after a fsca, the cardiosave intra-aortic balloon pump (iabp) was not working. The display remained black and the device only made beeping noise. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d5, d9, e1 (initial reporter, event site mail), e2, e3, e4, g1, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, health effect ¿ impact codes and investigation conclusions), h11. A getinge field service engineer (fse) inspected the device and carried out the troubleshooting of the device. The fse replaced the defective executive processor board (d670-00-0770) to resolve the issue. The fse updated the software and also changed the cable tie (d125-01-0001) electrical safety checklist carried out, test passed. Functional test carried out and tested ok. Device is approved for use.